Event description:
The facility reported unspecified failures listed in the 07/20/2005 customer recall letter. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.